Event description:
Additional information: swelling has completely resolved. The event has led to permanent damage as the patient has several very small palpable nodules above the upper lip. No further intervention is planned as the patient is happy and that symptoms have otherwise resolved.

Manufacturer narrative:
The event of small palpable nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed inflammatory reaction and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips. Prior to injection the patient was prepped with lignocaine 1% injections, chlorhex and alcohol. Patient had an uneventful injection and no problems. About 4 months later, the patient developed a delayed inflammatory reaction consisting of swelling to the upper lip and upper white lip. Over the next week, the symptoms progressed towards the lower lip. Patient was treated with prednisolone and augmentin. Patient had no response to steroids or antibiotic therapy. Reduction in swelling seen after treatments with hyalase. Further improvement to lip swelling seen following continued hyalase injections given over a week. Still waiting for complete resolution of symptoms as 1 month has passed since initial onset of swelling.